Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged due to coronary artery bypass grafting.. It was also reported that the right ventricular (rv) lead exhibited low r waves after the coronary artery bypass grafting procedure. Reprogramming occurred. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.